Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs stat assay (tnths stat) result for 1 patient tested on a cobas e 411 immunoassay analyzer. The initial tnths stat result was 276.3 pg/ml with a data flag. The initial result was reported outside of the laboratory and the physician requested a new sample to be tested. The tnths stat results from the new sample were 3.27 pg/ml with a data flag and 4.35 pg/ml. The initial patient sample was retested and a tnths stat result of 4.07 pg/ml was obtained. There was no allegation of an adverse event. Internal qc results were acceptable. The tnths stat reagent lot was 34588801 with an expiration date of 31-dec-2019. A field engineering specialist performed successful instrument checks. Based on the information provided, there was no indication of a general reagent or instrument issue.

Manufacturer narrative:
As the centrifugation time may have been too short, a pre-analytical issue could not be excluded. The customer was also using 12 mm tubes with no rack adapters. The investigation did not identify a product problem. The cause of the event could not be determined.